Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the resident was up against the metal coe cup and the device errored out as they were amputating the uterus. We retested the device and it worked for them to complete the amputation. The doctor then removed the device and laid it on the table while the residents closed below. The doctor and I talked for five to ten minutes while they finished closing, when he went to look at the jaws of the device he noticed the tip was broke off. We searched for the broke off piece of the blade which was found on the floor below the table. The device was examined by myself, scrub tech, circulator, residents, charge nurse and the doctor and we all confirmed that the blade was all intact with the two pieces. As a precaution they did an x-ray to confirm nothing additional had fallen off in the patient. They still needed to do their node dissection so an additional device was opened. The device is being evaluated by the hospital right now and will be sent back upon completion of their inspection. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.